Event description:
It was reported that there was an issue with the catheter on approximately 2015-(B)(6); they could not aspirate from the catheter access port (cap). A (B)(6) study was performed, and the logs were checked. As a result of the event, surgical revision of the catheter was required. The patient's back incision was opened, and the catheter was cut distal to the anchor; as a result, they got good cerebrospinal fluid (csf) flow. The catheter was re-anchored, and a new pump segment from an 8731sc was reconnected with pin to the spinal segment. Good csf flow through the entire catheter was observed prior to reconnecting to the existing pump. The issue was clarified as an occlusion of the proximal segment of the catheter. The cause of the issue was unknown, but the catheter remained implanted and in service, and the issue was resolved. There were no patient symptoms or complications associated with the event. The patient status at the time of the report was "alive, no injury." The pump was being used to deliver morphine.

Event description:
Additional information received reported that the patient was doing great and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).